Event description:
It was reported that during a routine device change out, the left ventricular had been turned off since 2011, the physician tested the lead and loss of capture was noted and high thresholds. The lead was capped. The patient's condition was good post procedure.

Manufacturer narrative:
(B)(4).